Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the rv (right ventricle) was elevated. It was noted the rv pace impedance was steady at 400 ohms through (B)(6) 2015, then gradually varied and rose up to a maximum of 2.5v or greater by (B)(6) 2016; the rv capture management weekly trend data average threshold was steady at 1v through (B)(6) 2015, then gradually rose up to a maximum of 1815 ohms by (B)(6) 2016.

Event description:
It was reported that the patient experienced multiple episodes of syncope and it was noted the right ventricular (rv) lead exhibited high thresholds and a gradual rise to high pacing impedance measurements. There was a suspected lead fracture and the rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.